Manufacturer narrative:
Unknown; no information has been provided to date. No product was returned. The investigation determined the most probable cause to be the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported the pump alarmed high pressure. Patient did a new cassette mix, and new tubing and made sure there are no kinks/ blockage. Patient was advised to go to ER to get treatment. Patient's both pumps stop working and infusing medication. Patient tried to complete new mix with new tubing and cassette and still was getting error. The patient was advised to visit to the ER, no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.